Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The battery assembly and pcb assembly power supply were replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received telemetry module housing for service repair with customer complaint that the telemetry module was no longer communicating to the central station during patient use. The monitored patients were transferred to other receivers and no injury was reported. The customer removed the product from service on july 22, 2016.